Event description:
A baxter service technician reported finding a infusor pump with "received a check flange alarm during testing". This event occurred during product evaluation and may have caused an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The condition of received a check flange alarm during testing was confirmed through eval. Intermittent "check flange" alarms are caused by a faulty barrel clamp. The barrel clamp assembly is no longer available, therefore it cannot be replaced. The device will be returned unrepaired. (B)(4)